Event description:
User alleges nurse administered tb test to patient. When she tried to engage the needle into the protection device, the device failed and she scratched her right thumb. Patient was hiv positive.

Manufacturer narrative:
Results evaluation: smiths medical, inc. Is unable to fully evaluate this report as there was no sample for evaluation and no lot number recorded for review of manufacturing records. The user feels this was due to a device malfunction. Without the sample we are unable to determine if this report was due to device malfunction. A review of our instructions for use include warnings for: 1) bent or damaged needles can result in breakage or damage to the tissue or accidental needle puncture. If the needle is bent or damaged, no attempt should be made to straighten the needle or engage the needle-pro device. The needle-pro device may not properly contain a bent needle and/or the needle could puncture the needle protection device which may result in a needle stick with a contaminated needle. And 2) after procedure is completed press the needle into the sheath using a one-handed technique. Perform a one-handed technique by gently pressing the sheath against a flat surface. As the sheath is pressed the needle protection device engages and the needle is contained within the sheath. It is possible the user did not use one handed technique or attempted to engage a bent needle.